Event description:
It was reported that the patient had been unsuccessful in charging the ipg and in connecting the remote control to the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The device was not returned.